Manufacturer narrative:
Philips service replaced the sibbox unit and verified system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system shutdown due to defective system interface board (sib) on a allura xper fd20/10. The clinical use of the system was in use. There was no reported patient or user harm.